Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range (oor) pace lead impedance (pli) measurement. The leads were found to be fractured due to blunt trauma as confirmed via x-ray. The device was electively replaced while the ra lead and rv lead were surgically abandoned. No additional patient effects were reported.